Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer did not take insulin because he got a nano system reading of 99 at 8:30pm. Customer states at 9:00 pm he passed out. Customer stated symptoms of low blood were too sudden and he was not able to self-treat. Customer was "unconscious" for approximately 25 minutes. Wife attempted to give customer orange juice; customer cannot recall if he could consume juice on his own. Emts arrived at 9:30 pm. Customer's blood glucose was 95 mg/dl on the aviva meter and 55 mg/dl on the emt meter within 10 minutes. Customer was treated with an unspecified glucose IV. Customer refused to go to the hospital. Customer felt better within 1 hour of event. A request was made for the return of the meter and strips, replacement sent.